Event description:
It was reported that the patient missed a refill on 2012-(B)(6). The patient heard their non-critical alarm on 2012-(B)(6). The patient later heard their critical alarm due to an empty reservoir. The patient was taking oral medications (vicodin and soma) to manage symptoms. The patient experienced withdrawal with the symptoms of more pain, sweats, nausea, and anxiousness. The patient had a pain in her neck that she did not have before. The patient was refilled on 2012-(B)(6) and there was 0.5 cc of dilaudid left in the pump. The patient was not presenting with signs of withdrawal. The patient had no injury and the pump was functioning as intended. On 2012-(B)(6), the patient was complaining of poor pain control. The patient experienced sweats and withdrawal type symptoms. The patient was going to have roller and dye studies done to determine the cause of the problem. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8703, lot# j94133019, implanted: 1994-(B)(6), product type catheter. (B)(4).